Manufacturer narrative:
(B)(4)

Event description:
The customer received questionable intact human chorionic gonadotropin + the b-subunit (hcg+b) results for patient samples and qc. Data was provided for one sample as a result of 800, then 85, then 416. No unit of measure was provided. The customer noticed a "noisy sound" when the analyzer pipetted a sample. The customer cleaned the probe arm then ran qc which was in range and repeated the patient sample with a result of 3.6. The customer tested the sample using a rapid test (card) and the result was negative. The erroneous results were not reported outside of the laboratory. There was no adverse event. The reagent lot number was 183183 with an expiration date of 06/30/2016.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided.